Event description:
The manufacturer sales representative reported that the device overheated at the user facility. No information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The manufacturer sales representative reported that the device overheated at the user facility. No information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.